Event description:
This lead was explanted and replaced due to high impedances. The associated lead was removed at the same time due to loss of capture. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.